Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. The customer treated with manual injection. Customer's blood glucose value was 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. The drive support cap appeared normal. Customer declined to check for possible leaks or air bubbles. The device settings were correct. Customer also reported that the infusion set cannula was bent. Customer also reported that the insulin pump had a stuck button alarm on (B)(6) 2018 and blood glucose reading was 118 mg/dl after set change. Customer stated that the insulin pump button was pressed down for 3 minutes or longer and they were able to clear the alarm. Customer was advised to monitor and call back if issue persists. The product was not returned for analysis.